Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 7024942, model/catalog description: coveredge 32 surgical lead kit 70 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 339462, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had infection at the lead incision site. It was noted that the midback incision scar opened up with a pus bubble. The physician believed that the infection was neither a device nor procedure related. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively. No device malfunction was suspected.